Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increasing impedance and thresholds. The lead was plugged into a new device and was programmed in order to maximize longevity. No patient complications have been reported as a result of this event.